Event description:
It was reported that the patient underwent an implant procedure at the l 3 /4 and l 4/5, lumbar spine. The first device was implanted at the l4/5 without incident. When the second device was implanted at the l3/4, the physician noticed that implant was loose and suspected a spinous process fracture. Both implants were removed and a CT, computerized tomography, scan was done and confirmed a spinous process fracture at the l4. The physician was unsure of the exact point of the fracture but he surmises that it was probably during the initial implant at l4/5 with the dilator assembly. No excessive force or anatomical anomalies were experienced. The patient was doing well post operatively. This report is for the first device that was implanted at l4/5.

Event description:
It was reported that the patient underwent an implant procedure at the l 3 /4 and l 4/5, lumbar spine. The first device was implanted at the l4/5 without incident. When the second device was implanted at the l3/4, the physician noticed that implant was loose and suspected a spinous process fracture. Both implants were removed and a CT, computerized tomography, scan was done and confirmed a spinous process fracture at the l4. The physician was unsure of the exact point of the fracture but he surmises that it was probably during the initial implant at l4/5 with the dilator assembly. No excessive force or anatomical anomalies were experienced. The patient was doing well post operatively. This report is for the first device that was implanted at l4/5.